Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed in "approximately fifty" (50) vial-mate adapters. It was further reported that the rubber stopper was floating in the vial after activation. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of particulate matter was not verified during the initial inspection. A functional testing was not performed for this complaint. Should additional relevant information become available, a supplemental report will be submitted.